Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, de novo lesion in the distal left main coronary artery. The 2.50x12 mm nc trek balloon dilatation catheter (bdc) was used a few times during the procedure, however when the nc trek bdc was being re-used; the nc trek bdc did not inflate. It was noted that the hub separated from the catheter. The hub segment remained attached to a non-abbott device. There was no resistance during advancement in the patient anatomy. The separated segment was simply withdrawn from the patient and a non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The shaft separation was confirmed; however the inflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.